Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he would wake up and the insulin pump would be shut off. The customer had an extra battery cap but the same issue continued. Customer's blood glucose level was 200 mg/dl. The display returned after troubleshooting. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.